Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information date of the event is estimated. Date of the explant is estimated.

Event description:
It was reported that the patient had ineffective stimulation. As a result, the scs system was explanted.